Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in canada who was receiving baclofen (concentration 2000 mcg/ml, dose 528 mcg/day) via an implantable pump. The patient heard a critical alarm on the morning of this report date while at home and an active motor stall was seen at initial interrogation, the stall occurred at 07:21am. The patient did not recently have a magnetic resonance imaging (MRI). No electromagnetic interference could be identified. The doctor was to schedule a pump replacement as soon as possible. Information was also received from the manufacturing representative indicating that the replacement was scheduled for (B)(6) 2016, the pump was set to minimum rate (dose was 98.9 mcg/day). The elective replacement indicator (eri) was at 7m. There were no symptoms reported. Additional information received from the manufacturing representative on (B)(6) 2016 indicated that the stall did not recover. The pump was replaced on (B)(6) 2016 and would not be returned. The patient's diagnosis for use was spasticity. Relevant medical history, pre-existing conditions, significant medical history was unknown.